Event description:
The pt''s medical history was unk. Concomitant medications were provided as follows; calcium dobesilate (doxilec) for prevention and bisoprolol fumarate (concor) for tachycardia. The pt took human insulin isophane suspension (humulin n, 13 iu 3 times/day) and insulin lispro (humalog, 22 iu 3 times/day) via a humapen ergo burgundy/clear pen body with a clear cartridge holder attached for the treatment of diabetes mellitus beginning on an unk date in 1991. On 1/24/06m, 15 years after beginning human insulin isophane suspension and insulin lispro, the pt experienced increased blood sugar levels (18 mmol/l). She was hospitalized on this day. Human insulin isophane suspension and insulin lispro were not dechallenged at any point. Corrective treatment included a change of dosages and a change to the time when the insulins were administered. New doses of human insulin isophane suspension were 16 iu in the mornings and 8 iu in the evenings and insulin lispro was changed to 8-8-6-8 iu. The pt recovered and was discharged from the hosp in 2006. Additionally, it was reported that the pt's humapen ergo burgundy/clear went wrong after the hospitalization. It was stated that the screw didn't go along to the end and not all the insulin required could be pushed in. This humapen ergo burgundy/clear with a clear cartridge holder attached is associated with cid 00377967. The pt did not want to provide her health care professionals contact details. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used the device. The device was due to be returned to the MFR; but has not been returned. It was unk if the device was continued. Attempted to obtain lot/control number; info was not available. As this was a consumer report, causality was not addressed. Update 4/13/2006; device analysis received on 4/4/2006; added device analysis summmary, marked that the device was not returned, and updated the fields.